Manufacturer narrative:
No radiographs or photos confirming event have been received. The device was discarded at the hospital. Review of implanted components suggests that the construct may have been intended to enhance stability of the cervical spine; no interbody devices were implanted. Labeling review: "potential risks identified with the use of this system, which may require additional surgery include: bending, fracture or loosening of implant component(s), loss of fixation, non-union or delayed union..." "Loads on the device produced by load bearing and by the patient's activity level will dictate the longevity of the implant."

Event description:
A (B)(6) male patient underwent occipitocervical decompression and fusion surgery in (B)(6) 2012. Around 4 years postoperative, the rods between occ plate and c2 screws had fractured. They were removed and replaced with new rods.